Event description:
Sandhill manometry equipment unable to calibrate catheter prior to procedure. Clinical engineering tech in unit and trouble shooting. Sandhill representative called and unable to assist with repair. Sandhill technical support called and had to leave message because call center is in (B)(6). Patient was unfortunately already present at facility, so I spoke with him and explained situation. He and wife were very understanding. Waiting to hear from sandhill and clinical engineering for next step in trouble shooting.